Event description:
It was reported that the intraocular lens (iol) was fully inserted and removed from patient's right eye as it was scratched. Another lens of same model and diopter was used as the replacement. The outcome did not interfere with patient's activities of daily life and the patient has recovered. The original lens was discarded. No further information was provided.

Manufacturer narrative:
Patient weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.